Event description:
It was reported a 9mm amplatzer septal occluder was chosen for procedure on (B)(6)2022 using a 9f amplatzer trevisio intravascular delivery system. The occluder passed the initial inspection during device preparation. During the first attempt at deployment, the occluder presented with a cobra shaped deformation. The device was removed prior to release from the delivery cable. A new 9mm amplatzer septal occluder was selected and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was noted to have been discharged at the time of report. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. Based on the information from field, 7f delivery system was used. Please note that per the instructions for use, artmt600034451 rev. C, the recommended size delivery system for use with a 9 mm amplatzer septal occluder is an 6f.